Event description:
It was reported that the patient was experiencing a return of symptoms such as increased spasticity. The patient was also experiencing autonomic dysreflexia with alterations in blood pressure (hypertension or hypotension was not specified). No errors or motor stalls were listed in the logs. Reservoir volumes had not been checked. The concentration and daily dose of baclofen being administered via the pump were not reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). (Alterations in blood pressure and autonomic dysreflexia). (B)(4).